Event description:
Independent repair center: alleged key failure leak. Low o2 or yellow light as stated on the repair statement additional malfunction on this device: on/off switch on control panel has a broken button/no alarm.